Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis while performing automated peritoneal dialysis therapy. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Seven days after the event onset, the patient was discharged from the hospital. On an unknown date in the following month, the patient was recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.